Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there was no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The biomedical technician put the fresenius 2008t hd machine through thorough testing and no deficiencies were found. The outcome of the testing revealed that the machine was functioning properly.

Event description:
A user facility biomedical technician (biomed) reported to technical support that the ultrafiltration (uf) pump on a fresenius 2008t hemodialysis (hd) machine did not initiate during a patient¿s hd treatment. The biomed stated the machine also does alarm when the uf pump is manually paused for longer than 10 minutes while in dialysis mode. Additional information was revealed through follow up with the biomed, and the user facility¿s charge nurse (cn). The biomed repeated the information that was provided to them by the clinical staff. The staff claimed that the uf pump never turned on at the start of the patient¿s treatment, and in addition, there was no alarm to notify them of this. The patient reportedly completed their treatment on the machine without utilizing the uf functionality. The staff stated they did not realize the uf failed to turn on until after the treatment was completed. At the completion of treatment, the machine was pulled from service for evaluation. The biomed put the machine through testing and found the uf pump to be functioning properly. The uf pump alarm was also confirmed to be working. The biomed performed further testing by moving the machine¿s function board to a different machine. The next machine also operated as intended; the uf pump worked, and so did the uf pump alarm. The function board was returned to the machine, and the machine was put back in service. No repairs were needed. At the time of follow up. The biomed stated there had been no reoccurrences. The biomed was skeptical that the staff turned the uf pump on, or that the uf pump alarm failed to sound. The cn was reportedly provided the same information as the biomed. The cn did not dismiss the possibility that the uf pump alarm went off and was reset. However, they said there was no way of verifying this. The patient did not have any complaints or symptoms during or after their treatment, and no adverse effects were reported. The patient's pre-treatment and post-treatment weights were (B)(6) kg, respectively. The patient received 100 ml of saline (rinse-back) at the end of their treatment, per clinic procedure. Since the patient dialyzed without the uf functionality on, the cn reported that the patient had to return the following day to have fluid removed.

Manufacturer narrative:
Correction: h6 - patient code(s) updated additional information: h10 - clinical investigation details clinical investigation: there is a temporal relationship between hd therapy utilizing the 2008t machine and the patient¿s requirement for an additional treatment due to the uf pump not being turned on prior to the start of treatment. However, although there is no evidence of a malfunction with the 2008t machine and the machine passed all testing conducted by the clinic biomed, it cannot be determined if the machine caused the uf to not be turned on. There is a possibility that the issue was human error, but per the charge nurse that cannot be verified. Treatment records were not made available for review. Based on the available information it cannot be concluded if the 2008t machine caused the patient to not have fluid removal during treatment due to the uf pump not turning on resulting in an additional treatment for the patient.